Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents or verify battery out limit and failed battery test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and received the battery out limit and failed battery test alarm. The customer¿s blood glucose level was 370 mg/dl. The customer reported that they woke up with a blank screen and put in the battery 2 days ago. The customer declined troubleshooting for high blood glucose level, battery out limit and failed battery test. The customer was assisted with troubleshooting for the blank display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.